Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the ipg was relocated to the left side of the patient's abdomen which addressed the issue. The ipg has shifted position as he patient had lost over 100lbs since having it implanted. No complications were noted in the procedure.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient lost weight and as a result their implantable pulse generator (ipg) shifted from the original position to their waist resulting in the patient feeling pain. A surgical intervention is anticipated in the near future. No additional information is available at this time.